Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered appropriate shock therapy, but one of the shocks delivered accelerated the patient's rate into ventricular fibrillation (vf). The following shock converted the arrhythmia. The device remains in use. No additional adverse patient effects were reported.